Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-04154. It was reported the patient's devices were removed. The date of explant and reason for explant are unknown.

Manufacturer narrative:
The eon mini ipg was explanted for unknown reasons. There is insufficient information with regards to any allegations against the ipg. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.